Event description:
The customer contacted abbott regarding two failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated using a new reagent, but previously use calibrators. Abbott reviewed maintenance history with the customer and advised the customer to clean the optical lens, calibrate the meia optics, decontaminate the mup line and replace the bulk mup. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.